Manufacturer narrative:
The p-clip was turned towards the caster and the cable was sagging. The coiled cable was replaced to repair the bed.

Event description:
Info rec'd indicates the caster has worn through the left coiled cable and there are bare wires showing.